Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 71-year-old female patient presenting for post cardiotomy cardiogenic shock. During impella support, a blood leak was observed from the repositioning sheath of the impella pump. As treatment for the leak, two units of prbc were transfused and the pump was replaced with a new impella pump.

Manufacturer narrative:
The pump was returned for further evaluation. A visual inspection was performed and no damage was observed on the returned component. Furthermore, leak testing was also completed with no noted issues that could have caused or contributed to the original allegation. Upon conclusion of the evaluation the reported failure could not be replicated. The pump was found to be fully function and a definitive cause for the reported allegation could not be established.